Event description:
During treatment for an ischemic stroke, the physician was manipulating the separator outside of the rhv when it broke at the silver-green proximal transition. The physician was able to remove the broken separator without issue. The physician explained that the broken part of the separator was in the hub of the reperfusion catheter and he caught it with the rhv and pulled everything out of the patient. A penumbra sales rep spoke with the physician about the importance of not allowing the proximal transition of the separator to exit the rhv during use.

Manufacturer narrative:
Conclusion: this device is available for return and a f/u MDR will be submitted upon completion of the device investigation. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.